Event description:
It was reported that during the implant procedure, the lead dislodged when the catheter was being split. A new catheter was used to reposition the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).